Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was crimped. The event occurred on 06-aug-2024. The insertion of site was thigh/abdomen. No further information was available.